Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was involved in a motor vehicle accident, following which they felt their stimulation become uncomfortable. Patient felt the stimulation turn on an off. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported event of uncomfortable stimulation and stimulation turning on/off randomly was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.